Event description:
It is reported that the patient was revised due to pain and infection.

Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays, product or further information. Evaluation: manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.